Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to recognize ac power. The device was not in patient use. The device's power supply was replaced to address the issue. Additionally, there was an allegation the touchscreen malfunctioned. There was no malfunction noted. The display was replaced preventatively.

Manufacturer narrative:
The manufacturer previously reported during a check-out procedure at the manufacturer's service center, a ventilator failed to recognize ac power. The device was not in patient use. The device's power supply was replaced to address the issue. Additionally, there was an allegation the touchscreen malfunctioned. There was no malfunction noted. The display assembly was replaced preventively. The device's power supply and display assembly were returned to the manufacturer's product investigation laboratory (pil) for additional testing. The power supply was tested on the test station and the ac power indicator illuminated immediately and ran for approximately one hour without issue. The pil technician concluded that the power supply operates as designed. No additional investigation of the display assembly was completed as it was replaced preventatively.